Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the device implant procedure, failure to interrogate issue was observed on the device. The device radio frequency (rf) telemetry became out of range. Multiple attempts were tried to reconnect the rf telemetry, but the attempts were failed. Upon wand telemetry connecting, there was a message that the device was in backup vvi mode. The device was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench, and power-on reset (por) was noted. The cause of the por was undetermined.